Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2014 to replace a lead (reference MFR report number: 1627487-2013-11673 and 1627487-2014-05138). During the procedure, the physician was unable to implant the replacement lead in the appropriate location. The physician abandoned the procedure.

Manufacturer narrative:
Results: the complaint could not be confirmed. Different lab stylets also were successfully inserted into the returned lead and retracted normally, and it was possible to steer the lead without any issue. As received, the lead was in good condition without any visible anomalies. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.